Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 157 mg/dl. During troubleshooting the malfunction alarm was clear on the pump and the customer continued to use it for insulin therapy.